Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet despite multiple troubleshooting steps, including bluetooth cycling, unpairing and repairing the ilet mobile app, device and phone restarts, app reinstallation, and sensor replacement with a new pairing code. No adverse clinical symptoms reported. Outcomes included a call transfer to the cgm partner for sensor replacement support and resumption of therapy with a new sensor and no health impact. User support included technical troubleshooting and education, device restarts, app reinstallation, and partner escalation. Investigation of this case revealed a cgm pairing failure with the responsible device not identified, with no evidence of ilet hardware malfunction during the call. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the malfunction and lack of identifiable device fault.

Manufacturer narrative:
Initial.